Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer had a failed battery test alarm on their insulin pump. Customer also received a no delivery alarm during a manual prime. Customer's blood glucose was 400 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was advised a replacement battery cap would be sent. The mother declined to return the product for analysis.